Event description:
Name of procedure being performed: laparoscopic cholecystectomy. Detailed description of event problem encountered: the scissors do not cut enough. Additional information received by email from applied medical representative on 02feb22: name of procedure being performed: laparoscopic cholecystectomy. Patient status : ok. The device was non-functional upon initial use. It is unknown whether the scissors were used to cut staples/lap band/dense tissue. Another scissors was used. Patient status: ok. Type of intervention: another scissors was used.

Manufacturer narrative:
The event unit is not being returned to applied medical for evaluation but lot number is provided. A follow-up report will be provided upon completion of the investigation.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any damages or non-conformances that could have contributed to the reported event. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event. Applied medical continuously seeks to improve the form, function, and ease of use of its products. As part of this process, applied medical is currently researching possible enhancements intended to further minimize the potential for this type of event to occur.

Event description:
Name of procedure being performed: laparoscopic cholecystectomy. Detailed description of event: problem encountered: the scissors do not cut enough. Additional information received by email from applied medical representative on 02feb22: name of procedure being performed: laparoscopic cholecystectomy patient status : ok the device was non-functional upon initial use. It is unknown whether the scissors were used to cut staples/lap band/dense tissue. Another scissors was used. Patient status: ok. Type of intervention: another scissors was used.